Manufacturer narrative:
Date of event: unknown, estimated based on information received. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp spherical reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed the leak test performed. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the proximal cylinder bodies and no leaks were found. Both cylinders passed the leak and pressure tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. There was a leak in the pump kink resistant tubing (krt), (reservoir) that was the result of fatigue. The damage tubing with window quick connector was removed. The pump was functionally tested and did not pass the deflation test. Product analysis identified device malfunction with the returned pump.

Event description:
It was reported that the patient was expected to undergo a revision surgery of the inflatable penile prosthesis due to unspecified reasons. Product analysis identified device malfunction with the returned pump.